Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle had a broken plunger rod and the needle hub separated before use. The following information was provided by the initial reporter: material no: 328438 batch no: 0027362. It was reported needle hub separated when removing shield, (1 syringe affected). A second syringe had a broken plunger rod. Stated, the part you push down on was missing.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/19/2020. H.6. Investigation: customer returned (2) 3/10cc, 8mm, 31g syringes in open poly bags from lot # 0027362. Customer states that the needle hub separated when removing the shield, the syringe had a broken plunger rod, and the part you push down on was missing. Both returned syringes were examined and one sample was returned with the hub-needle/shield assembly separated from the barrel. The remaining syringe exhibited a broken thumb press and a crushed plunger cap. A review of the device history record was completed for batch# 0027362. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Assembly process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Packaging process summary: a dial transfers the correct number of syringes to a tube where they drop by gravity through the tube coming to rest on top of the polybag sealing jaws. The polybag is formed by web that is wrapped around a metal tube where the sides of the web overlap and are sealed to form the vertical seal. Sealing jaws form the polybag bottom, as well as the top of the previous polybag. Between the sealing jaws is a knife that severs the bag from the roll. Needle hub separates, plunger rod broken, and thumbpress missing: DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle had a broken plunger rod and the needle hub separated before use. The following information was provided by the initial reporter: material no: 328438, batch no: 0027362. It was reported needle hub separated when removing shield, (1 syringe affected). A second syringe had a broken plunger rod. Stated, the part you push down on was missing.